Event description:
Balloon broke while inflating. The doctor reported that the device was pretested and functioned properly, but once he intubated the pt, a leak was noticed on the tracheal cuff. He said the device was used for only a minute or two. He said that no injuries occurred to the pt.